Event description:
It was reported that the navigation system 3500it would not initialize and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The personal computer was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.